Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the stylet failed to advance into the right atrial (ra) lead. The ra lead was not used and was replaced during the procedure. The patient remained stable.